Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous and severely calcified mid right coronary artery (rca). The lesion was crossed with an unspecified guide wire and the lesion was dilated twice at 12atms with another manufacturers' 2.0mm balloon catheter. This 3.0x15mm quantum maverick balloon catheter was used for further dilation and the balloon ruptured "around 5atms". A pinhole rupture was noted in the balloon after withdrawal from the patient. The procedure was completed with another manufacturers' balloon catheter. There were no reported patient complications. The patient status is listed as good. Additional information has been requested and is not available.

Manufacturer narrative:
Device evaluated by manufacturer: the complaint device was returned for analysis with blood and contrast present within the device. Microscopic and tactile inspection of the device revealed no irregularities. The device was attached to an inflation unit and pressurized to rated burst pressure for 30 seconds without issues. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. Product analysis was not able to confirm the reported balloon rupture. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention treatment procedure, a balloon rupture occurred. The physician was treating a 90% stenosed lesion located in the moderately tortuous and severely calcified mid right coronary artery (rca). The lesion was crossed with an unspecified guide wire and the lesion was dilated twice at 12atms with another manufacturers' 2.0mm balloon catheter. This 3.0x15mm quantum maverick balloon catheter was used for further dilation and the balloon ruptured "around 5atms". A pinhole rupture was noted in the balloon after withdrawal from the patient. The procedure was completed with another manufacturers' balloon catheter. There were no reported patient complications. The patient status is listed as good. Additional information has been requested and is not available.

Manufacturer narrative:
(B)(4)